Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline fault alarm. Log file analysis captured multiple driveline faults and pump stops alarms while on battery power. X-rays of the driveline were submitted, and it was unknown if any trauma occurred as the patient was sedated and nothing was noted at the time of incident that brought the patient into the hospital. There was no significant weight loss, or gain noted either. A couple of areas of concern on the driveline were noted by technical services.

Manufacturer narrative:
Section b2: date of death is unknown and is therefore estimated. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed silenced driveline fault alarms and pump stop events while the device was connected to external 14 volt batteries. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported loss of consciousness, poor neurological prognosis, intubation, and patient outcome could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted x-rays showed an area of potential breakdown of the metal braided shield on the external portion of the driveline; however, wire compromise could not be confirmed via the submitted x-ray images. The submitted log file contained data from 21nov2020 through 26nov2020. Several silenced driveline fault alarms with active yellow wrench advisories were captured from 22nov2020 through 26nov2020. Multiple low speed events, including low speed advisory, low speed hazard, and low flow hazard alarms, were captured on (B)(6) 2020 between 15:15:18 and 20:59:10 while the device was connected to batteries, and briefly to the power module. Pump stops were also captured while the device was connected to batteries. There were no other notable alarms active in the log file. The patient ultimately expired after care was withdrawn. (B)(6) was not returned for evaluation. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents warn to not twist, kink, or sharply bend the driveline as this may cause damage to the wires inside, even if external damage is not visible. The IFU lists neurologic dysfunction and respiratory failure as adverse events that may be associated with the use of heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 01may2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of the IFU lists neurological dysfunction, respiratory failure, and death as adverse events that may be associated with the use of the heartmate ii lvas. Section 2 ¿system operations¿ warns to not twist, kink, or sharply bend the driveline as this may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the lvas to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 6 also states that complaints of dizziness should prompt immediate evaluation of the patient and the system. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 4 (under ¿sleeping¿) provides instructions for sleeping, including connecting the mpu or power module when sleeping or when sleep is likely. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2021-00657. It was reported that the patient was admitted on (B)(6) 2020. The patient lost consciousness while changing batteries. The patient was also having controller fault alarms for days without paging anyone. Patient was intubated and unconscious upon arrival. Patient had poor neurological prognosis. Patient passed away during hospitalization. Patient was not a candidate for surgery and family opted to withdraw care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.